Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, a new cartridge was loaded, and insulin delivery was resumed. Additionally, it was reported that an unexpected reset occurred. The customer's blood glucose level was in the 100 mg/dl range. Customer reverted to an alternate method of insulin therapy.